Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a high readings issue with the adc freestyle libre, stating an unspecified difference in measurement was received on (B)(6) 2019 and the customer subsequently became dizzy, cold, and lost consciousness. The customer presented to a hospital and was administered glucose and serum for treatment. The customer did not report any readings from the date of the medical event, but reported that previously on (B)(6) 2019 a sensor scan result of 338 mg/dl was compared to a blood glucose reading of 60 mg/dl on an unspecified meter. No further details were provided. There was no report of death or permanent impairment associated with this event.